Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber is broken within the outer flow tubing at open end; the outer flow tubing open end is partially attached to cap; the fiber glass cap detached however the glass and metal caps are still secured by outer flow tubing; the fiber was tested with hene laser fixture, aim beam was visible at fiber break; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits signs of crystal deposits on surface; the outer flow tubing open end exhibits signs of melting, and partially erased red octagonal sign and blue arrow indicator. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: excessive bending.

Event description:
It was reported that during a bph surgical procedure it was observed that the "fiber was not firing at all." The fiber was exchanged and the second fiber was used to complete the procedure. Patient outcome: "no injury."